Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the r&d & manufacturing site. Per service manual operational and diagnostic, the device was found to be non-repairable, therefore this complaint can be confirmed. The repair was declined, and the work order is being completed as non-repairable. A CAPA was opened to track this failure with issue. Further investigation will be performed under this action. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances related to the reported complaint condition were identified. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. With the information provided, we cannot determine a root cause for the reported failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that the shaver handpiece 2.0 with buttons had a halo around the image. During an in-house engineering evaluation it was found that the device had broken lenses in the optical system. It was not reported if there were any delays in a procedure or whether a like device was available for use. There were no adverse patient consequences reported. No additional information was provided.